Event description:
In 2008, the pt reported the cartridge plunger remained attached to the piston rod of his insulin infusion device during the "change the cartridge" process. He stated he pulled the cartridge out of the device and all 315 units of insulin spilled into the cartridge chamber. The pt was able to detach the plunger from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. The pt switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.